Event description:
The patient reported that she did not receive the 8x (technical inspection due warnings) before her infusion device shut down with an 09 (technical inspection due). The patient's blood glucose was not affected. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.